Event description:
On 20th october 2023, rayner received "notification" from its distributor in singapore of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation a crack was observed on the edge of the lens necessitating explantation of the iol from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that immediately following implantation a crack was observed at the edge of the lens necessitating removal of the iol from the eye. The lens was explanted and exchanged during the original surgery session without any injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is currently insufficient information available to determine the cause of the crack on the lens post implantation. Product return anticipated, not yet received by rayner for evaluation. Our review of production records for the rayone emv rao200e batch 023209701 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 023209701.